Event description:
Customer reported receiving an error 6 message on her precision xtra blood glucose meter and not being able to test because she did not have her calibration bar for her test strips. There are no symptoms reported; however, she states her son found her on the floor "going in and out of consciousness". She was transported to a local health care facility and diagnosed with hypoglycemia. There is no specific diabetic treatment reported, however, the report states "they regulated her body functions with medication". There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
A replacement product system has been sent to customer.